Manufacturer narrative:
(B)(4). Batch # t92u2r. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components and a plastic bag with 2 scissored clips inside was also returned. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, first clip spring back when applied to vessel. Second clip can't close in parallel. There was no delay to the surgery. The procedure was successfully completed. There were no patient consequences.